Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose due to the pump no longer dosing after the cartridge ran out of insulin; the user disconnected from the pump, administered a subcutaneous insulin pen dose, and later called to be guided through a supply change, with education provided on proper procedures. Symptoms included headache, and muscle weakness consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem linked to improper or incorrect procedure, with no applicable device component implicated. It was concluded that failure to follow instructions and an unintended use error contributed to the event. The user was advised to wait before reconnecting to avoid insulin stacking and then complete the supply change.